Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while functional endoscopic sinus surgery (fess), an inferior and lateral imprecision of 3-4 mm was observed following patient registration. The surgeon then attempted 3 point tracer registration and observed a similar imprecision. The surgeon elected to continue with the navigation system and account for the imprecision. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.